Manufacturer narrative:
The reported event of a guidewire insertion / removal issue was confirmed. As received, a complete lead was returned with its guidewire stuck in the lead for analysis. Visual and x-ray analysis noted the coil at the connector region and at the distal region was bunched up which is consistent with procedural damage. The cause of the reported event was isolated to the coil bunched up at the connector region and at the distal region consistent with procedural damage. The s-curve hump height was unable to be measured due to the guidewire stuck in the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire was stuck in the left ventricular lead and failed to be advanced. The lead was not used and replaced during procedure. The patient was stable.